Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Approximately three years after the implant of a 23mm sapien valve, a valve-in-valve procedure (sapien xt valve in the existing sapien valve) was performed. As reported, the patient began to have symptoms 6 months to 1 year post implant of the sapien valve. The patient was being monitored and was getting progressively worse. Imaging performed three years post implant indicated a valve leaflet was not functioning, resulting in wide open aortic regurgitation (ai). A 23mm sapien xt valve was successfully implanted into the existing sapien valve. No complications were reported for the valve-in-valve procedure.